Event description:
Hospital advised that pump was set up to infuse morphine at a rate of 2ml/hr and volume to be infused set at 100ml. Shortly after the nurse started the infusion nurse observed a puddle of fluid on the floor. Nurse stopped the infusion and removed the pump from the pt. There was no pt consequence.